Event description:
The customer reported to customer service that the transformer from her pump in style breast pump was hot to touch.

Manufacturer narrative:
A replacement power supply was sent to the customer. During f/u with the customer, she had stated that the transformer was very hot and sparked. She also stated that she observed that the underlying wires were exposed on the cord. She did not report of any pain, injury or fire. She also stated that the original product was being returned to medela, however as of the date of this report, the product has not been received. Should the original product be received and evaluated resulting in any new info, a f/u report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.